Event description:
A male admitted with diagnosis of lead dislodgement. The pt has a history of monomorphic ventricular tachycardia, chf and placement of aicd. Consequently, the pt was scheduled for lead revision. Intra-op, it was confirmed that the chronic atrial and right ventricular lead yielded parameters outside of the normal range and was capped, product performance issue.